Event description:
During an in clinic follow-up, it was noted that there were episodes of non-sustained right ventricular oversensing that resulted in post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Event description:
Additional information was received indicating the device was reprogramming to resolve the event. The patient was stable.

Event description:
Additional information was received indicating episodes of post paced t wave oversensing are still ongoing. The reprogramming was likely not completed initially. Further information was requested but not received.